Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was identified during onsite device inspection that the subject device exhibited e006 nonconductive fluid error. There was no patient involvement.